Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 419388 lead, implanted: (B)(6) 2004. A 694765 lead, implanted: (B)(6) 2004. (B)(4).

Event description:
It was reported that the patient presented to the emergency department for chest pain and shortness of breath. An interrogation noted undersensing of the right atrial (ra) lead. The lead remains in use. No patient complications have been reported as a result of this event.